Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6) 2016 which refers to a female plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent sterilization. It was reported that subsequently to procedure, consumer started experiencing severe pelvic pain, extreme menstrual changes accompanied with blood clots, painful intercourse, hair loss, fatigue, bloating and difficulty sleeping. She had to have a hysterectomy, salpingectomy and cystoscopy as a result of essure. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterosalpingectomy as a result of essure. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (hysterosalpingectomy performed). A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("when looi am wondering if the one coil (on the right king at the picture) looks broken (per sociall media)"), pelvic pain ("severe pelvic pain/persistent, chronic pain/pain in pelvic/hip/femur/severe and persistent pain") and genital haemorrhage ("excessive bleeding/bleeding/pain/bleeding") in a (B)(6) female patient who had essure (batch no. B26273) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nasal septal operation, multi gravida (live birth on (B)(6) 2007; (B)(6) 2009; (B)(6) 2011; (B)(6) 2013.), postpartum haemorrhage, (B)(6) in 2000, urinary tract infection and delayed period on (B)(6) 2013. Patient had essure put in a few weeks ago. Since then has experienced increasing cramping that has spread from left side to the whole area. Previously administered products included for an unreported indication: excedrine in 2004 and varicella;. Concurrent conditions included anogenital warts, polycystic ovarian syndrome and adenomyosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced muscle spasms ("left hip(cramping and stabbing pain)"). In (B)(6) 2014, the patient experienced back pain ("pain in back mainly on the left"). On (B)(6) 2014, 1 month 12 days after insertion of essure, the patient experienced arthralgia ("pain in hips/cramping hip pain/pain in hip joints"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("extreme menstrual changes accompanied with blood clots/menorrhagia"), dysmenorrhoea ("dysmenorrhea"), abnormal weight gain ("abnormal weight gain") and eczema ("eczema"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menstrual disorder ("extreme menstrual changes accompanied with blood clots"), dyspareunia ("painful intercourse/pain during sex,"), fatigue ("fatigue"), abdominal distension ("bloating"), insomnia ("difficulty sleeping"), cystoscopy ("cystoscopy"), abdominal pain lower ("cramping"), loss of libido ("loss of sex drive"), pruritus ("itchy skin/itchy skin on hands"), rash ("rash on arms/rash on knuckles and upper arms"), dry skin ("dry skin"), burning sensation ("burning in her left hip"), fungal infection ("recurring yeast infections") and psoriasis ("psoriasis on scalp"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menstrual disorder ("extreme menstrual changes accompanied with blood clots"), dyspareunia ("painful intercourse/pain during sex,"), fatigue ("fatigue"), abdominal distension ("bloating"), insomnia ("difficulty sleeping"), cystoscopy ("cystoscopy"), abdominal pain lower ("cramping"), loss of libido ("loss of sex drive"), pruritus ("itchy skin/itchy skin on hands"), rash ("rash on arms/rash on knuckles and upper arms"), dry skin ("dry skin"), burning sensation ("burning in her left hip"), fungal infection ("recurring yeast infections") and psoriasis ("psoriasis on scalp"). The patient was treated with ibuprofen and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, menorrhagia, menstrual disorder, dyspareunia, alopecia, fatigue, abdominal distension, insomnia, cystoscopy, arthralgia, back pain, abdominal pain lower, loss of libido, pruritus, rash, dry skin, burning sensation, menometrorrhagia, dysmenorrhoea, abnormal weight gain, eczema, fungal infection and psoriasis outcome was unknown and the muscle spasms had not resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, arthralgia, back pain, burning sensation, cystoscopy, device breakage, dry skin, dysmenorrhoea, dyspareunia, eczema, fatigue, fungal infection, genital haemorrhage, insomnia, loss of libido, menometrorrhagia, menorrhagia, menstrual disorder, muscle spasms, pelvic pain, pruritus, psoriasis and rash to be related to essure. The reporter commented: patient had total hysterectomy, removal of uterus, fallopian tubes & cervix performed on (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54170.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmation test. Epic imagining, x-ray hysterosalpingography on (B)(6) 2014, advised that both tubes were blocked. Decription of procedure: lithotomy position, bimanual exam performed, uterine position: retroverted removal of small fragment, 5 mm of retained poc near the left tubal ostia. The implant was not touched after proper placement and remained with the same amount of coils seen. Specimen so small did not send to pathology quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-nov-2017: plaintiff fact sheet and medical records document received, new reporter, patient demographic information, product indication, product stop date, patient relevant history, lab data and new events excessive bleeding, pain in hips, back pain, cramping, loss of sex drive, itchy skin, rash on arms, fatigue, stomach pain, dry skin, burning in her left hip, tired, menometrorrhagia, dysmenorrhea, abnormal weight gain, eczema, recurring yeast infections, itchy skin on hands, rash on knuckles and upper arms, psoriasis on scalp, left hip cramping and stabbing pain, I am wondering if the one coil (on the right when looking at the picture looks broken per social media, were added and persistent, chronic pain, pain during sex, fatigue, menometrorrhagia, menorrhagia, pain in pelvic/hip/femur, severe and persistent pain, clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe pelvic pain. She was submitted to a hysterosalpingectomy as a result of essure. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (hysterosalpingectomy performed). The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("when looi am wondering if the one coil (on the right king at the picture) looks broken (per sociall media)"), pelvic pain ("severe pelvic pain/persistent, chronic pain/pain in pelvic/severe and persistent pain") and genital haemorrhage ("excessive bleeding/bleeding/pain/bleeding") in a 32-year-old female patient who had essure (batch no. B26273) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nasal septal operation, multi gravida (live birth on (B)(6) 2007; (B)(6) 2009; (B)(6) 2011; (B)(6) 2013.), postpartum haemorrhage, herpes hominis type ii in 2000, urinary tract infection and delayed period on (B)(6) 2013. Patient had essure put in a few weeks ago. Since then has experienced increasing cramping that has spread from left side to the whole area. Previously administered products included for an unreported indication: excedrine in 2004 and varicella;. Concurrent conditions included anogenital warts, polycystic ovarian syndrome and adenomyosis. On 14-jan-2014, the patient had essure inserted. In january 2014, the patient experienced abdominal pain lower ("cramping") and muscle spasms ("left hip(cramping and stabbing pain)"). In february 2014, the patient experienced back pain ("pain in back mainly on the left/ pain in back, more so on the left side"). On (B)(6) 2014, 1 month 12 days after insertion of essure, the patient experienced arthralgia ("pain in hips/cramping hip pain/pain in hip joints/ pain in hips, more so on the left side"). In april 2014, the patient experienced dyspareunia ("painful intercourse/pain during sex"). In november 2014, the patient experienced fatigue ("fatigue/ tired/ premenstrual symptoms fatigue"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In december 2014, the patient experienced loss of libido ("loss of sex drive") and pruritus ("itchy skin/itchy skin on hands"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("extreme menstrual changes accompanied with blood clots/menorrhagia"), dysmenorrhoea ("dysmenorrhea"), abnormal weight gain ("abnormal weight gain") and eczema ("eczema"). In december 2015, the patient experienced rash ("rash on arms/rash on knuckles and upper arms"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menstrual disorder ("extreme menstrual changes accompanied with blood clots"), abdominal distension ("bloating"), insomnia ("difficulty sleeping"), cystoscopy ("cystoscopy"), dry skin ("dry skin"), burning sensation ("burning in her left hip"), fungal infection ("recurring yeast infections"), psoriasis ("psoriasis on scalp") and bone pain ("pain in femur"). The patient was treated with ibuprofen and surgery. Essure was removed on (B)(6) 2015. In april 2015, the genital haemorrhage, arthralgia, back pain and abdominal pain lower had resolved. In 2015, the pelvic pain, dyspareunia, alopecia, fatigue and dry skin had resolved. At the time of the report, the device breakage, menorrhagia, menstrual disorder, abdominal distension, insomnia, cystoscopy, loss of libido, pruritus, rash, burning sensation, menometrorrhagia, dysmenorrhoea, abnormal weight gain, eczema, fungal infection, psoriasis and bone pain outcome was unknown and the muscle spasms had not resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, arthralgia, back pain, bone pain, burning sensation, cystoscopy, device breakage, dry skin, dysmenorrhoea, dyspareunia, eczema, fatigue, fungal infection, genital haemorrhage, insomnia, loss of libido, menometrorrhagia, menorrhagia, menstrual disorder, muscle spasms, pelvic pain, pruritus, psoriasis and rash to be related to essure. The reporter commented: patient had total hysterectomy, removal of uterus, fallopian tubes & cervix performed on (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmation test epic imagining, x-ray hysterosalpingography on (B)(6) 2014, advised that both tubes were blocked. *description of procedure: lithotomy position, bimanual exam performed, uterine position: retroverted removal of small fragment, 5 mm of retained poc near the left tubal ostia. The implant was not touched after proper placement and remained with the same amount of coils seen. Specimen so small did not send to pathology most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information updated. Event pain in back more so on the left side, pain in hips more so on the left side, premenstrual symptoms fatigue were clubbed with previously reported events. Event bone pain was newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("when looi am wondering if the one coil (on the right king at the picture) looks broken (per social media)"), pelvic pain ("severe pelvic pain/persistent, chronic pain/pain in pelvic/hip/femur/severe and persistent pain") and genital haemorrhage ("excessive bleeding/bleeding/pain/bleeding") in a 32-year-old female patient who had essure (batch no. B26273) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nasal septal operation, multi gravida (live birth on (B)(6) 2007; (B)(6)2009; (B)(6) 2011; (B)(6) 2013.), postpartum haemorrhage, herpes hominis type ii in 2000, urinary tract infection and delayed period on (B)(6) 2013. Patient had essure put in a few weeks ago. Since then has experienced increasing cramping that has spread from left side to the whole area. Previously administered products included for an unreported indication: excedrine in 2004 and varicella;. Concurrent conditions included anogenital warts, polycystic ovarian syndrome and adenomyosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced muscle spasms ("left hip(cramping and stabbing pain)"). In (B)(6) 2014, the patient experienced back pain ("pain in back mainly on the left"). On (B)(6) 2014, 1 month 12 days after insertion of essure, the patient experienced arthralgia ("pain in hips/cramping hip pain/pain in hip joints"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("extreme menstrual changes accompanied with blood clots/menorrhagia"), dysmenorrhoea ("dysmenorrhea"), abnormal weight gain ("abnormal weight gain") and eczema ("eczema"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menstrual disorder ("extreme menstrual changes accompanied with blood clots"), dyspareunia ("painful intercourse/pain during sex,"), abdominal distension ("bloating"), insomnia ("difficulty sleeping"), cystoscopy ("cystoscopy"), abdominal pain lower ("cramping"), loss of libido ("loss of sex drive"), pruritus ("itchy skin/itchy skin on hands"), rash ("rash on arms/rash on knuckles and upper arms"), dry skin ("dry skin"), burning sensation ("burning in her left hip"), fungal infection ("recurring yeast infections") and psoriasis ("psoriasis on scalp"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with ibuprofen and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, menorrhagia, menstrual disorder, dyspareunia, alopecia, fatigue, abdominal distension, insomnia, cystoscopy, arthralgia, back pain, abdominal pain lower, loss of libido, pruritus, rash, dry skin, burning sensation, menometrorrhagia, dysmenorrhoea, abnormal weight gain, eczema, fungal infection and psoriasis outcome was unknown and the muscle spasms had not resolved. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, arthralgia, back pain, burning sensation, cystoscopy, device breakage, dry skin, dysmenorrhoea, dyspareunia, eczema, fatigue, fungal infection, genital haemorrhage, insomnia, loss of libido, menometrorrhagia, menorrhagia, menstrual disorder, muscle spasms, pelvic pain, pruritus, psoriasis and rash to be related to essure. The reporter commented: patient had total hysterectomy, removal of uterus, fallopian tubes & cervix performed on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: confirmation test. Epic imagining, x-ray hysterosalpingography on (B)(6) 2014, advised that both tubes were blocked. *description of procedure: lithotomy position, bimanual exam performed, uterine position: retroverted removal of small fragment, 5 mm of retained poc near the left tubal ostia. The implant was not touched after proper placement and remained with the same amount of coils seen. Specimen so small did not send to pathology. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. A full ptc investigation cannot be conducted by the quality unit as a sample was not provided. However a batch review was performed and a quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 16-may-2018: quality-safety evaluation result was updated, followup of ptc global number and batch expiry date have been added. A full ptc investigation could be conducted by the quality unit as a sample was not provided. However a batch review was performed and a quality defect could not be confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.